Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 0000911548 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot 0000911548, test base part number 195-430wjr/ lot 91154. The lot met the required release specifications. A review of the complaints reported as false negative results (confirmed and unconfirmed, conflicting results) related to kit lot 0000911548 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 ag self test performed on (B)(6) 2025 using a nasal swab sample. The consumer reported having tested positive with another brand (ohc covid self-test) on the same day. The consumer was unwilling to provide any additional information.